Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a phone conversation with an executive from (B)(6), that a patient at one of the (B)(6) hospitals (location unknown) had an endologix device (afx) implanted, in which the patient returned with an aortic rupture. There is no additional information at this time. The (B)(6) executive will follow up for additional information.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests could not be made due to a lack of patient identifiers. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: relevant tests/laboratory data,other relevant history, common device name, concomitant medical products, device evaluated by MFR. Add method code 4114, add result code 3221, add conclusion code 67.